Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat. Microscopic analysis was performed which identified: puncture opening on posterior, radius and anterior and sharp broken on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.